Event description:
MFR rep reports total system explant due to infection after approx 2 weeks implant duration. No pt symptoms or outcome were reported. The drug used in the pt's pump is unknown at this time. Add'l info has been requested from the hcp, but was not available at the time of this report.